Manufacturer narrative:
Patient ID: (B)(6). Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 456.304, lot h522104: date of manufacture: december 21, 2017. Place of manufacture: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 95mm non-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision on (B)(6) 2018 to remove the originally implanted titanium helical blade, since it was too long and was protruding out of the patient's bone, and was replaced with a 20mm shorter helical blade. There was also delayed healing and discomfort reported. There was no surgical delay reported. The procedure was successfully completed with unknown patient outcome. This is report 1 of 1 for (B)(4).